Event description:
It was reported that balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below knee. A 4.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for about 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.